Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage was able to be confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use states: when treating multiple lesions within the same vessel, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent.

Event description:
It was reported that the procedure was to treat a 95% restenosed lesion located in the heavily calcified, moderately tortuous, proximal right coronary artery (rca). Pre-dilatation was performed with non-abbott balloon catheters followed by successful implantation of a 2.5 x 38 mm xience xpedition stent. An attempt was then made to cross with a 3.5 x 38 mm xience xpedition stent delivery system (sds); however, it would not cross the proximal treated lesion. A 3.5 x 28 mm xience xpedition sds was attempted which also did not cross. During retraction of the 3.5 x 28 mm xience xpedition sds resistance was felt and the stent struts were observed to be flared. A 3.5 x 12 mm xience xpedition was able to cross and be placed distally in the rca. The patient is doing well. There was no clinically significant delay in the procedure reported. No additional information was provided.